Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/22/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: according to the information received, needle detaches from the suture. The product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that an empty opened folder and a suture piece of product code z1200g were received for evaluation. Visual inspection of the sample the needle was not received for evaluation and the sutures pieces were noted with damaged due to use. The insertion end was not observed due to the needle was cut from the strand. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm the quantity of individual devices that presented "needle detachment from suture" during this single procedure being reported? Unk, no exact quantity was provided by the customer. What was being done when the suture detached from the needle? (E.g. Removal from package, during passage through tissue, during tying, etc.)? Unk. Procedure name? Unk. Event date? Unk. Were there any patient consequences? Not mentioned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle detached from the suture. No adverse patient consequences were reported. Additional information was requested.